Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: was the bleeding confirmed to be intraluminal or intraperitoneal? Intraperitoneal. Were any difficulties noted with device during initial procedure? No. What color cartridges were used? Gold or blue. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one continuous firing stroke? Continuous. Were there any staple formation issues noted throughout the care of patient? No. Where on the staple line was the bleeding? Either at bottom (first reload) or either halfway but not good visible because of all the blood. How was the bleeding addressed? Clip applier was used. What is the current patient status? Patient was stable and discharged to home.

Event description:
It was reported that a patient, (B)(6) yo male has been operated on a laparoscopic sleeve gastrectomy on tuesday the 2nd of july. During the night after, the hb values dropped significantly which caused the surgeon to decide to reoperate the patient. During the relaparoscopy a staple line bleeding was discovered and resolved to stop the bleeding. In total of 3 litres of blood was lost. A transfusion was given.